Event description:
It was reported that during an lar procedure after firing the device, the surgeon found an open part in the staple line. The surgeon performed additional suturing. Leaked the next day and repeat surgery was performed. The leak occurred at the site where the sutures used. There were no other pt consequences.

Manufacturer narrative:
Date sent: 6/27/2006 a1,2,3,4; b3, 6, 7; d11: info was not provided d4; h4, 6: info anticipated, but unavailable at this time.